Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Bode, g. Et al "clinical outcome and return to work following single-stage combined autologous chondrocyte implantation and high tibial osteotomy". International orthopaedics. Doi 10.1007/s00264-014-2547-z. His report is for an unknown tomofix system/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after subsequent review of the following literature review bode, g. Et al "clinical outcome and return to work following single-stage combined autologous chondrocyte implantation and high tibial osteotomy". International orthopaedics. Doi 10.1007/s00264-014-2547-z. This was a retrospective study of forty patients with full-thickness cartilage defects of the medical femoral condyle (mfc) grade iii or IV and a minimum valgus deformity of 2 degrees. Patients were treated with a combined single stage autologous chondrocyte implantation (aci) and high tibial osteotomy (hto) between january 2004 and december 2010. The tomofix system was used to stabilize the osteotomy. Four patients required revision surgery. Two patients had persisting pain and failure of the aci. One patient had overcorrection with postoperative valgization >70% of the tibial plateau, and one patient had a nonunion of the osteotomy gap. This is report 1 of 1 for (B)(4). This report is for an unknown tomofix system.